Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose level was 164 mg/dl. Reportedly, the customer will continue using pump and has back up manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged data log issue could not be verified.